Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k fsi-sli-10s insert, the insert was heating up; no injury resulted.

Manufacturer narrative:
The returned fsi-sli- 10s insert received from the practice was tested in the qa lab for the complaint of the insert is getting hot. The inserts was inspected and found to be 95% clogged. The insert was not tested for temperature due to being 95% clogged. After inspection of the insert and seeing that the insert was manufactured in april of 2000, the insert was not dissected to find the cause of the blockage of water flow in case there is a customer dispute. The test unit # was (B)(4).